Event description:
The reporter stated the surgeon implanted initial micl13.2mm -10.5 diopter implantable collamer lens in patient¿s right eye on (B)(6) 2012. The icl was removed on (B)(6) 2012 due to lens overcorrected. The incision was not enlarged to remove the lens. Icl was exchanged for a second icl, a micl13.2 -9.0. See MFR number: 2023826-2012-00892 for second icl.

Manufacturer narrative:
(B)(4). Method - lens work order search medical review. Results: (other) ¿ a lens work order search was performed and no similar complaints were found within the same work order. Medical review: review of this file indicates that the initial icl implanted overcorrected the refraction. It was exchanged with a lower power which resolved the condition. The most likely cause of this event is a miscalculation rather than a mislabeled icl. Conclusions: (no conclusion can be drawn): the product pertaining to this claim was not returned for eval. Based on the complaint history, work order search and medical review, a specific root cause of this event could not be determined. The product for this complaint has not been returned. (B)(4).